Event description:
It was reported the day after implant the atrial lead impedance and threshold was high. It was determined the lead pin was not fully inserted into the connector. The lead was reinserted into the connector and both lead and device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.